Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Low battery.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 24th may 2016. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2016 and that it had performed to specification up to the (B)(6) 2016. Corrosion was observed around the membrane connector and on several tracks of the membrane tail. This had resulted in an excess current drain which caused the depletion of an installed pad-pak. The customer was supplied with a replacement device and advised that any heartsine defibrillator is stored as stated in the user manual and is adequately protected from the effects of adverse environmental conditions. Gold plated j11 connectors have since replaced the use of the tin-bismuth connectors as of (B)(6) 2015 as per q017-CAPA-(B)(4) to help increase the resistance to corrosion. Additionally, the upper-case assembly process for this and similar devices has been improved to include a bead of silicon along the rim of the speaker and around the membrane tail to reduce the likelihood of moisture ingress. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.